Event description:
When night shift rn (registered nursed) verified hugs tag monitoring, infant not in hugs system. Tag verified on infant. Tag removed and taken out of service, new tag applied, and monitoring verified.